Event description:
This unsolicited device case from (B)(6) on (B)(6) 2015 from the physician. This case involves a female patient of unspecified age who developed pain and had collection after seprafilm placement. No medical history, past drugs, concomitant medications or concurrent conditions was reported. On an unknown date, the patient underwent a hartmann surgery during which, intra-abdominal insertion (sub median insertion) of 02 sheets of seprafilm was done (lot/batch number and expiration date unspecified) for postoperative adhesion. On an unknown (02 days later), patient developed pain. Reportedly, further surgery was performed. It was reported that a collection was found. Outcome: unknown for both the events. Seriousness criteria: pain: in patient/prolonged hospitalization and required intervention . Collection: in patient/prolonged hospitalization. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. French imputability: c2 s1b2 for both the events. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a patient who experienced pain after insertion of seprafilm for which a surgery was performed and a collection was found. Based upon the initial information available at the time of this report, the causal role of seprafilm from the occurrence of event cannot be excluded; however, further information regarding the events is required to make complete case assessment.